Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Upon reception, the subject home monitor was tested and the reported issue was confirmed. The power connector on the back of the device was partially broken and the device does not work anymore. Based on the description of the complaint and the observations made during the expertise, it is hypothesized that the observed issue results from the wear of that component due to inappropriate maintenance or utilization with the power cable or from mechanical shocks.

Event description:
Reportedly, the transmitter no longer turns on.